Event description:
The customer stated a patient generated an architect b-hcg result of 576.99 miu/ml and was questioned by the physician. The sample was retested three days later with results of 1278.38 and 1297.01 miu/ml. Another aliquot was taken from the original sample tube yielding an architect b-hcg result of 1358.89 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of manufacturing and testing documentation was performed. After further evaluation, the suspect medical device changed from the architect i2000sr analyzer, list # 3m74-02 to the architect total b-hcg reagent, list # 7k78-25. Sections have been updated to reflect this change. This report is being filed on an international product, list number 7k78 architect total b-hcg that has a similar product distributed in the us, list number 6c21, architect total b-hcg. As part of the investigation a review of the manufacturing and testing documentation was performed. The control and panel values obtained during final and product release testing were reviewed for architect total b-hcg assay reagent lot 68916jn00. The review demonstrated that all control and panel values were within specification and no adverse trends were observed. A review of complaint report records did not indicate an adverse trend related to the customer's issue. In addition, an extensive testing protocol was executed to examine the performance of the architect total b-hcg reagent lot that was in use in the facility at the time of the complaint, along with six other approved lots of architect total b-hcg reagents. The investigation examined reagent performance with respect to their ability to accurately detect b-hcg in controls (abbott and biorad lyphochek mcc), panels and a range of 40 patient samples which included 20 negative and 20 positive samples. All reagent lots tested meet required abbott control, mcc and panel specifications and demonstrated similar performance. No false positive results were obtained for negative patient samples and no false negative results were obtained for positive patient samples for any of the reagent kits tested and it was concluded that all architect total b-hcg reagent lots tested performed acceptably. A specific reason for the customer's observation could not be determined, however from the investigation performed it can be concluded that no product deficiency has been identified for the architect total b-hcg reagent kit, lot number 68916jn00. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.